Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000166, serial/lot #, ubd, UDI#: h3, a manufacturer representative went to the site to service the system. Found that lower door switch is not fully engaged. This is due to misalignment of switch plate turnbuckles. Cause is likely from impact as the door covers have extensive damage. Realigned door switch turnbuckles. System checkout performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that even though the gantry door on the image acquisition system (ias) was closed, the pendant indicated that the gantry door remained open. There was no patient involvement.